Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of claudication and stenosis are listed in the supera instructions for use, as known patient effects of peripheral stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018 the 6.5x80 mm supera stent was implanted in the right superficial femoral artery. On (B)(6) 2019 percutaneous revascularization was attempted on the patient to treat symptomatic restenosis in the supera stent, but the stent was unable to be re-cannulated during the procedure. A femoral popliteal bypass surgery is scheduled to treat the claudication and restenosis. No additional information was provided.